Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During insertion of catheter the patient experienced a hemothorax. It was reported the patient died. Cause of death was reported as hypovolemic shock. It was reported the patient received immediate treatment, but information regarding treatment was not provided. The patient was reported to be in critical condition prior to the event.